Event description:
I had a boston scientific suburethral bladder sling implant for my pelvic organ prolapse put in during my hysterectomy to cure my endometriosis. Since then I've had neurological problems, gastrointestinal issues with a 70 pound weight loss. My prolapse is back and now I'm being sent in for pelvic floor therapy for my issues with painful intercourse, incontinence, and uncontrollable bladder issues. Mesh has destroyed my life. I've had countless tests, procedures, doctors trying to help, give me a better quality of life. The product is still in my body causing a toxic reaction in my body. Someone needs to be held accountable. It was recalled by FDA. Not enough is being done. I'm being diagnosed with celiac disease, this device and the toxins that have ravaged my body has caused permanent damage.